Event description:
Information was received from multiple sources (healthcare provider, foreign, clinical study) regarding a patient who was receiving unknown baclofen via an implantable pump. It was reported that the catheter was replaced during scoliosis surgery. Postoperative observation revealed that the patient had increased spasticity and required intraoperative lioresal. This led to a suspicion of catheter obstruction, and the catheter was explanted and replaced.

Manufacturer narrative:
Continuation of d10: product ID: 8781, lot# 0231621394, implanted: (B)(6) 2025, product type: catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(6), ubd: 28-may-2027, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.